Manufacturer narrative:
(B)(4). It was reported that device implant date occurred between 01-jan-2004 and 31-dec-2013. Medical product: unknown nexgen rotating hinge knee femoral component: catalog#ni, lot#ni; unknown nexgen rotating hinge knee tibial tray: catalog#ni, lot#ni; unknown nexgen rotating hinge knee articular surface: catalog#ni, lot#ni; unknown nexgen patella: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source foreign: (B)(6). Hintze, j. V., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Good mid-term outcome of the rotating hinge knee in primary total knee arthroplasty - results of a single center cohort of 106 knees with a median follow-up of 6.3 years. The knee, 28, 273¿281. Https://doi.org/10.1016/j.knee.2020.12.016 multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00099; 0001822565-2022-00100; 0001822565-2022-00101; 0001822565-2022-00102 it was reported that a patient experienced peroneal nerve palsy in an unknown time frame following a complex total knee arthroplasty. The common peroneal nerve runs along the lateral knee joint and supplies movement and sensation to the lower extremity. Any trauma, such as a surgical procedure, or trauma to the lower leg can cause damage to this nerve. Depending on the degree of injury, the damage can be permanent or temporary. As the complaint indicates that no invasive treatments or revisions were required for this patient and no report of impingement or device-related complications were present, the event would be considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent a primary rotating hinge knee total knee arthroplasty on an unknown date and experienced peroneal nerve palsy. The patient partially recovered under observation only. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported that device implant date occurred between 01-jan-2004 and 31-dec-2013. Medical product: unknown nexgen rotating hinge knee femoral component: catalog#ni, lot#ni; unknown nexgen rotating hinge knee tibial tray: catalog#ni, lot#ni; unknown nexgen rotating hinge knee articular surface: catalog#ni, lot#ni; unknown nexgen patella: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source: (B)(6). Hintze, j. V., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Good mid-term outcome of the rotating hinge knee in primary total knee arthroplasty - results of a single center cohort of 106 knees with a median follow-up of 6.3 years. The knee, 28, 273¿281. Https://doi.org/10.1016/j.knee.2020.12.016 multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00099; 0001822565-2022-00100; 0001822565-2022-00101; 0001822565-2022-00102 it was reported that a patient experienced peroneal nerve palsy in an unknown time frame following a complex total knee arthroplasty. The common peroneal nerve runs along the lateral knee joint and supplies movement and sensation to the lower extremity. Any trauma, such as a surgical procedure, or trauma to the lower leg can cause damage to this nerve. Depending on the degree of injury, the damage can be permanent or temporary. As the complaint indicates that no invasive treatments or revisions were required for this patient and no report of impingement or device-related complications were present, the event would be considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent a primary rotating hinge knee total knee arthroplasty on an unknown date and experienced peroneal nerve palsy. The patient partially recovered under observation only. Attempts have been made and no further information has been provided.